Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the pump was returned with all sound features set to vibrate. A manual time change was observed in the black box on (B)(6) 2015 from 03:57 to 09:57. During evaluation, the pump was booted to the verify screen with the audible and vibratory features appropriately functioning. The returned battery cap and returned cartridge cap were used to complete testing. During testing, an alarm and a warning were reproduced with the sound settings set to vibrate; the pump emitted the appropriate vibration and displayed the correct message on the screen. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy test; the pump was delivering accurately and was within range. The reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging on (B)(6) 2015, the patient experienced a blood glucose (bg) measurement of 23.4 mmol/l with unspecified ketone levels in the urine. The reporter stated that the vibratory feature of the pump stopped working which resulted in the bg excursion noted above after a call service 064 alarm was emitted via the pump. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged vibration issue with the pump.